Manufacturer narrative:
Complaint investigation is attached to this report.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire was noted to prolapse. Upon contrast injection, a dissection was identified. The planned stent was used to cover the dissection and the lesion. There were no health consequences or impact to the patient.

Event description:
It was reported that during a tcar procedure, the enroute 0.014" wire was noted to prolapse. Upon contrast injection, a dissection was identified. The planned stent was used to cover the dissection and the lesion. There were no health consequences or impact to the patient.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.